Event description:
As reported from the affiliate, an (B)(6) male patient experienced stent fracture of cypher select implanted in the left anterior descending. At the time of initial stent placement, the lad was described as 26mm in length and class c. The indication for the procedure was reported as stable angina pectoris. The lesion was treated with a 3.0x28mm cypher select at 16atms. No further info is available. After unspecified time, the implanted cypher select was diagnosed to be fractured. The type of fracture was "p". No treatment was given. No additional information is available.

Manufacturer narrative:
Please note that exact implant date of cypher select device is unknown. Complaint conclusion: there has been no sterile lot number information available to date thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.